Event description:
It was reported by the customer that when using the bd pyxis¿ es server, a patient registration accidentally sent a discharge notice to pyxis. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer stated that the patient registration did get readmitted and confirmed that the issue was resolved and the case was closed. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.